Manufacturer narrative:
According to the information received from the field the device moved post-operatively from its intended position causing problems wearing the audioprocessor. The recipient successfully underwent a repositioning surgery. The device remains implanted and in use. This is a final report.

Event description:
The right implant has reportedly slipped down. Movement was first documented on the (B)(6) 2019. The user had the device successfully re-positioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The right implant has reportedly slipped down. A revision surgery is scheduled for the (B)(6) 2020.